Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 300321 and lot number 2202188. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures of the affected sample were returned for evaluation by our quality engineer team. Through examination of the pictures, mixed product is clearly identified, confirming that reported defect. One shelf carton of retained samples was obtained for further evaluation; however, the retained samples did not display any signs of defect. In regards to the defect of mixed product, the production history review determined that the materials were manufactured one after the other. There is a line clearance protocol in place with the aim of avoiding mixed product/lots made on the same machine. We have detected some areas of the machinery which are difficult to access or see during line clearance, which would increase the change of product remaining postproduction. A thorough analysis of this issue and the related machinery was performed. Actions have been developed to replace parts of the machinery in order to avoid product from becoming trapped during line clearance. Retraining and awareness for this confirmed issue will also be performed in response to this incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that an incorrect syringe with a green cap was found in the batch of grey-capped bd discardit¿ ii syringes during the packaging process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "during packaging of finished product (fp) batch fr5060 on packaging line (pl) 03, one blister of batch 2001513532 (item ppu5n0376, vendor batch 2202188) is found which contains an incorrect needle (identified with a greep cap instead of gray".